Event description:
A report was received that the pt is experiencing a shocking sensation. An x ray taken showed that a contact has been dislodged off the paddle lead into the epidural space. Also the pt is experiencing irritation from the location of the extensions. The physician replaced the paddle lead and extensions and removed the dislodged contact from the pt.